Event description:
Nurse obtained blood from pt using safety butterfly. When the nurse activated safety device on butterfly a drop of blood flew from needle tip and splashed nurse in eye. Nurse also stated they had seen drops of blood squirting from other safety butterflies also.